Event description:
"Ligasure atlas (ref: 1037; lot: s2g0121x) was grasping a piece of tissue and the jaws would not release. The surgeon dissected the tissue with robotic instrumentation to safely remove the device from the patient. Product was removed from the field, placed in a bag for materials management, and a replacement device (blunt tip ligasure) was used. Per the surgeon - there was no patient harm."